Event description:
The lot number on the unit is 71f24h1078. The epidural wire was to be removed post-delivery. While attempting to remove the wire, it broke and retracted into the spine. Surgical removal is needed. Patient just delivered, lumbar spondylosis.